Event description:
Related manufacturer report number: 3006705815-2022-15362 it was reported that the patient's leads had migrated. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient's leads had migrated was reported to abbott. As a result, the patient's leads were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.